Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. This event and the imaging provided by the account were further reviewed by the research and development staff engineer, and the visual observation from the provided fluoroscopy still image aligned with the reported incident details. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip delivery system (cds) was advanced to the mitral valve and successfully implanted. However, post-deployment the clip was noted to open more than 5 degrees. A second clip was prepared as placement of a second clip was already planned prior to the first clip opening. The 2nd cds was advanced to the left atrium but would not open. The clip was locked and unlocked 3 times but still would not open and thus, was never used to grasp the leaflets. The clip was removed without issue. An additional clip was successfully implanted and the procedure concluded with 2 clips implanted and mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.